Event description:
Patient's husband reported malfunctioning freedom edge pump. Unable to slide open top panel. Patient has been using edge pump for years with no similar problem. Went through troubleshooting. But still unable to open panel. Will send replacement pump for next week's infusion. No infusion missed. No adverse events reported. Pump available for return. No further information. Pump serial numbers: (B)(6). Reported to cvs/caremark by pt/caregiver.